Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to treat a lesion using an evercross pta balloon. The procedure used a non-medtronic guidewire. The device was prepped as per the IFU with no issues identified. The device did not pass through a previously deployed stent and no excessive force was used during the advancement of the device. It was reported that physician was unable to remove the balloon device from the guidewire. The guidewire got stuck in the tip of the balloon. The physician was able to pull everything out through the sheath. No interventions were required. No patient injury was reported.

Manufacturer narrative:
Additional information received: the balloon had been inflated at least once. The guidewire became stuck when trying to remove the balloon from the patient. If information is provided in the future, a supplemental report will be issued.